Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was implanted and the pocket was closed. The patient then made a noise and it was noted a shock had been delivered. According to the field representative, the strips show noise with oversensing and greater that two seconds of asystole. There was no electrocautery active at the time of the shock. The strips were sent to boston scientific technical services (ts) for review and it was discussed that the tracings appear consistent with air bubbles as the cause of the event. The pocket was reopened and the physician wiggled the rv lead and heard air come out; the physician was going to vent the header better and continue to use the same device. The patient was stable and no additional adverse patient effects have been reported. Additional information was received that the device function was normal once the device was vented. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.